Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 337 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 260 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 219 mg/dl using truemetrix meter and 221 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/15/2018 and open vial date is (B)(6) 2017. The customer stated he has not had any changes in medications or exercise. The meter memory was reviewed for previous test result history: (B)(6).